Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of hemorrhage, infection and inflammation are listed in the proglide instructions for use as potential adverse events of use of the device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device with an 8f sheath after a percutaneous coronary intervention. Reportedly, patient was discharged one-day post procedure. Four-days post procedure ((B)(6)), swelling was noted at the puncture site. On (B)(6) , swelling did not worsening and was described as a red welt. Five days later ( (B)(6)) oozing of blood was noted. The patient returned to the hospital on (B)(6) with bleeding, yet came home. One day later ((B)(6) ), the patient revisited the hospital with bleeding and was hospitalized with discharge the next day. Again, the patient revisited the hospital on (B)(6) with bleeding and was admitted. On (B)(6) 2021, surgery (obturator foramen bypass) was performed due to the infection. The infected common femoral artery was removed together with the surrounding tissue. Patient recovered; no further treatment or follow up provided. There was a clinically significant delay in therapy and prolonged hospitalization. No additional information was provided.